Event description:
Caller reported at 11:32, device= 32 mg/dl. Thirteen minutes later, device =32 mg/dl. Less than 5 minutes later, lab =145 mg/dl. 90 minutes from original test, device= 48 mg/dl. Caller treated pt with 1/2 amp of d50 per ivp. Level 2 controls was no in range. A request was made for return product and replacement product was sent.